Event description:
Olympus sales representative was informed by the user facility that the customer high-definition camera head ¿won¿t display image¿. The event was found during procedure. No death, injury or harm was reported.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the faulty cable could not be identified. The event can be detected/prevented by following h-s190-08-lb instructions for use which states: [important information ¿ please read before use]. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. - do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report was submitted to provide the device evaluation results.the device evaluation was completed. The customer¿s reported issue ¿won¿t display image¿ was not confirmed, however, the image was found to have noise on the image due to a defective/faulty cable. The cause of the faulty cable is unknown. The investigation is ongoing; information becomes available this report will be supplemented accordingly.